Manufacturer narrative:
Reporting address &institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the ventilator battery failed. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the issue was discovered during setup for patient use. The (asp) reported that the customer declined philips service. The (asp) reported that the unit functioned using ac power.